Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and logs could not confirm the fault occurred in the field. Visual inspection identified that the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The complaint was not confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of iesu found no functional issue. The iesu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned iesu revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vessel sealer extend (vse) instrument stopped sealing. Site was able to hear a tone, but there was no energy from vio dv integrated electrosurgical unit (iesu). Site replaced the vse instrument and used the other bipolar port of the iesu, but the issue was not resolved. After, site tested a bipolar instrument on the iesu, and it worked normally. Tse advised site to change out vision side cart (vsc) to continue with the procedure. There was no reported injury.